Event description:
Hcp reported the pt was having problems with getting no pain relief from the time of the implant. Pt felt the pump was not working despite adjustments made. The pump was replaced and returned to the MFR for analysis. The pt was reported to be doing ok the last time they were seen in the clinic.